Event description:
It was reported that pump experienced repeated malfunction alarms with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was advised not to continue using malfunctioning pump, acknowledged instructions, and planned to rely on alternate insulin method if needed; technical support arranged shipment of replacement pump.